Event description:
It was reported that the atrial lead impedance was higher in unipolar than bipolar. P-waves have been variable. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Suspect medical device: concomitant products: 4024 implantable pacing lead, (B)(6) 1996. (B)(4). Device manufacturers only 3. No eval explanation: device remains implanted. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Corrected information: (B)(4). If information is provided in the future, a supplemental report will be issued.